Event description:
Per co rep, who was at the procedure, the doctor placed the device and banded two varices successfully. He squeezed the hand pedal down and held it for a while. He was unable to fire the remaining bands. The doctor dry fired. Another same device was used to complete the procedure successfully.